Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021. Due to privacy laws, no further information was provided. There were reportedly no device-related issues at the time of expiration. No autopsy was performed, and the pump was not returned for evaluation. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. Review of the available device history records showed no deviations from manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation. There were no issues at the time of the patient outcome.